Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 582 mg/dl. Reportedly, the cause of the high bg was a kinked cannula on non-tandem infusion set. The infusion set brand and manufacture was not provided. Customer addressed bg level with a manual injection. Multiple follow up attempts were made to obtain additional information, however, a response was not received.